Event description:
A review of medical records by a clinician identified a calcar fracture: patient underwent an index primary tha on (B)(6) 2009. During this procedure a fracture was noted in the calcar region after stem implantation and a fixation cable placed.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was confirmed following a clinician review. Method & results: product evaluation and results: not performed as device was not returned. Medical records received and evaluation: a clinician review was performed which noted there is limited information available for review some of which is translated from its native swedish. Patient underwent an index primary tha on (B)(6) 2009. During this procedure a fracture was noted in the calcar region after stem implantation and a fixation cable placed. Postoperative xray following the index surgery shows an apparently well fixed tha in satisfactory position and orientation. Note is made of the calcar fixing cable. Device history review: the review indicates that the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pre & post op x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. It was noted that the device is not available for evaluation. There have been one more event for the lot referenced. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A review of medical records by a clinician identified a calcar fracture: patient underwent an index primary tha on (B)(6) 2009. During this procedure a fracture was noted in the calcar region after stem implantation and a fixation cable placed.